Manufacturer narrative:
The reported event stated that "the screen suddenly froze and a forced shutdown occurred which caused a delay" occurred. Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported incident could not be determined.

Event description:
During the atrial fibrillation procedure with ensite x, the screen suddenly froze and a forced shutdown occurred which caused a delay. After restarting, the same issue reoccurred after about 5-10 minutes. The power source was changed, and unnecessary catheters were removed from the catheter preset, with no resolution. Forced shutdown occurred approximately six times in one procedure. The procedure was completed without replacing the ensite x dws and there were no adverse consequences to the patient. Abbott medical japan will check the problem first and see whether this device needs to have it repaired at your side or not.